Event description:
It was reported that during a laparoscopic lobectomy, bleeding occurred at the first stroke of the second firing when the device was used on the pulmonary vein. The cartridge was gray. Gauze and tachosil were used to stop bleeding. Blood transfusion was not required. When the device was used on the lung parenchyma after the event, the staples were malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pce45a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.